Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-00900. Approximate age of device - 7 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. A log file was provided and reviewed by the manufacturer¿s technical service representative. The log file data confirmed multiple pump stoppage events on (B)(6) 2017. The log file also revealed that the patient kept the lvad supported on battery power at all times. The patient was asymptomatic. The lvad clinician was aware of the pump stoppage events and confirmed that the patient had a previous external driveline repair completed on (B)(6) 2016 due to a short to shield. It was reported that for unspecified reasons, the patient was not an lvad exchange candidate. The patient was provided ungrounded power module patient cables for power module support. No additional information was provided.

Manufacturer narrative:
Review of the system controller log file provided by the hospital confirmed multiple pump stoppage events. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017 and captured multiple pump stoppage events between (B)(6) 2017 and (B)(6) 2017. The pump stoppages were associated with low speed and low flow alarms, as well as fluctuations in pump power. The patient was connected to battery power for the entire log file. No other atypical alarms were noted throughout the duration of the log file. Based on our previous complaint history, these conditions could have been caused by a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The device was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.